Event description:
It was reported that on (B)(6) 2010 the patient presented with severe degenerative axial chronic low back pain. The patient underwent surgery consisting of stabilization of l3-s1, direct lateral fusion l4/5 with bak (marrow/dcp/bmp); posterolateral fusion l5/s1 with iliac autograft/marrow/dcp, and bilateral pedicle screw fixation of l3/4/5/s1. Per the operative report some graft material was placed at l5/s1 ¿underneath the graft material which included the iliac harvest and residual dcp/marrow with the graft material¿. Additionally, harvested marrow was mixed with dcp (copios) which had been infused with infuse and utilized to pack the cage which was placed across the interspace. (L4/5). There were no noted complications. On (B)(6) 2011 patient presented with back pain. An x-ray of the lumbar spine indicated ¿stable degenerative, postoperative appearance.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.